Manufacturer narrative:
--

Event description:
Boston scientific received information that one day post implant, this right ventricular lead displayed loss of ventricular capture. When a magnet was placed over the device, consistent capture was able to be obtained. An x-ray was performed which confirmed that the lead had pulled back somewhat. The local field representative was to discuss the case with the following physician. There were no adverse patient effects reported. The lead remains in service.

Event description:
Subsequent information from the local field representative indicated that a lead revision procedure was performed where it was noted the lead had dislodged. The lead was repositioned with resulting good numbers. There were no adverse patient effects from the revision procedure reported.

Manufacturer narrative:
As of today, no further information is availble. Should additional information become available, this report will be updated.